Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was not able to establish telemetry. The icm had reached recommended replacement time (rrt). The device remains in use. No patient complications have been reported as a result of this event. It was reported that the remote monitor was not able to establish telemetry. Troubleshooting steps were taken to no avail. Confirmed that the remote monitor is already in recommended replacement time. The patient was referred to a medical doctor (md) for follow up in-clinic to help rule out any potential implanted device questions. The monitor remains in use. No patient complications have been reported as a result of this event.